Event description:
Pt was undergoing a phacoemulsification cataract extraction with intraocular lens implantation. An alcon acrysof lens model sn60wf, 20.0 diopter lens was inserted into the posterior capsular bag. At that time, it was noted that one of the haptics was not unfolding. The optic / haptic junction was noted to be partially broken but not severed.